Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt observed rubber material bunched up on the flexible drive cable of the sternal saw, causing the inner core to not engage/couple with the saw motor. The srt performed internal inspection and observed the inner core lacked lubrication. The srt replaced the casing flex shaft, cleaned the inner core, lubricated and reassembled the flex cable. The srt performed verification/release testing of the flexible cable. The unit operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the sternal saw flexible drive cable does not stay connected to the saw motor. The device was not changed out, as they finished the case with no problem. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the saw was used for the procedure and worked great, but during cardiopulmonary bypass, the staff noticed that the connector was not engaged correctly. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.